Event description:
It was reported that cgm displayed error message during use of sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, did not experience repeat cgm error after reset, and successfully started new sensor session.